Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but unavailable: could you please provide more details for " inadequate stapling of the suture line"? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
During the performance of the gastrojejunal anastomosis with an ecs25 circular, inadequate stapling of the suture line occurs, which requires expanding gastric resection and the use of a new circular stapler.